Event description:
A talent thoracic stent graft system was implanted in a patient for the endovascular treatment of a 6.1 cm in diameter x 4.6 cm long thoracic saccular aortic aneurysm in zone 3. Right and left iliacs were 10 mm in diameter; right and left femoral arteries were 9 mm in diameter. Vessels were moderately calcified. It was reported for access, a conduit was attached to the iliac artery due to the artery's small diameter. A talent 40 x 40 stent graft was implanted successfully. During the withdrawing the 1st delivery system, the calcified part of the iliac artery, proximal to the access route of the conduit, had vessel trauma. Then the delivery system was withdrawn with the conduit and part of the arterial wall. The physician stopped the bleeding and the blood pressure recovered; the physician repaired the damaged artery by an axilo-femoral bypass. No further treatment was performed. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(Secondary intervention) - eval results: arterial trauma/ dissection/ perforation. Small iliac arteries and moderately calcified vessels.